Event description:
The customer reported to olympus that while connecting the evis lucera elite colonovideoscope to the evis lucera elite video system center, an error message was displayed that indicated the white balance could not be obtained; after that, an e315 scope error occurred when the power was turned on and off several times. The issue was found during preparation for use, and the diagnostic procedure (colonoscopy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device has been returned and the evaluation is pending. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to water invasion causing liquid to adhere to the circuit built into the scope connector, leading to conduction abnormality. It is recommended that the user facility inspect the device prior to use and on a regular basis continuously. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being supplemented to provide additional information provided by the customer and the device evaluation by manufacturer as follows: the device was returned and evaluated, and an e311 error was found (the white balance had not been set) due to corrosion on the endoscope connector. Additional findings include the following: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value; due to wear of the angle wire, the play of the up/down knob was out of the standard value, the adhesive on the bending section cover had a white-clouded area, the suction connector was dirty due to water leakage, the plastic distal end cover had a scratch, the connecting tube had a scratch, and switch button one (1) did not work due to corrosion on the switch button flexible printed circuit. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility. Event description: the reported issue caused a 10 minute procedural delay, and the type of patient sedation was unknown. Concomitant medical products (for serial numbers additionally provided): cv-290 (sn: (B)(4)), clv-290 (sn: (B)(4)). Device evaluated by manufacturer: yes.

Event description:
The reported issue caused a 10 minute procedural delay, and the type of patient sedation was unknown.